Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for call was patient reported that the device was not working since saturday morning. They explained that when attempting to charge the implant, the screen displayed "charging" but did not show the percentage or current charge level. Agent instructed patient to close all apps and attempt reconnection to the recharger app. Patient confirmed the implant was charging with excellent connection and reported the current charge level at 100% and recharger at 85%. Patient also reported that the therapy is off, advised turn on the therapy. Patient commented that the charge level displayed was impossible because they had not charged the implant for 3¿4 days. They stated the implant should have been at 0% or 20% and expressed concern that the device was not showing the correct information. Agent reviewed information. Agent instructed patient to connect to the patient therapy app to verify implant charge level. Patient connected successfully with therapy on, current group a. Agent walked the patient through checking the implant battery level on the patient therapy app. Patient reported implant charge at 100% and communicator charge at 85%. Patient insisted that something was wrong with the device and stated they were unsure what was causing the problem. Patient commented that they believed the implant was not working and requested a replacement. Agent reviewed available information with the patient. Patient reported they were a 12-hour drive away from their doctor's office. Patient commented that with their current settings, the implant charge would last only 16¿18 hours, and if they chose lower settings, it would last about 24 hours. Agent redirected the patient to hcp and manufacturer representative (rep) for further assistance email sent to the field to assist the patient. Additional information was received from a manufacturer representative (rep). Rep reports patient is scheduled to see a physician this coming friday and is requesting a replacement. Reviewed case note. Caller reports patient indicated they have been having issue connecting their communicator to their ins. Caller reports they were notified about 2 weeks ago. Caller is not with patient during the call. Patient called back and repeated previously documented event. Patient stated that the implant was still showing 100% and they knew the implant was empty because they drove for 12 hours and they usually charge the implant 16 to 18 hours. Patient said the device hasn't been working for almost 2 weeks and they attempted to recharge the implant, but the recharger wouldn't hook up. Patient mentioned their rep told them to get a replacement handset and the other rep told them to get a replacement communicator. During the call, patient was able to charge the implant (agent heard 2 tones rising in pitch) but they couldn't connect to the recharger app as the handset wouldn't turn on. Agent had patient charge the handset and after few minutes, they were able to turn on the handset and connect to the recharger app. Patient confirmed the implant was charging red with excellent connection. Patient commented that they were not able to get to the charging screen when their reps tried to help them to connect to the recharger app. Agent advised patient to continue charging the implant to 100% and call back if they have any questions. Patient also mentioned they were having a great deal of pain and agent understood pain was a result of not receiving therapy due to ins battery depletion. Pt called back in and reported the external equipment continued to not function correctly. Pt reported that the implant battery level had depleted to 40% but they felt no pain relief. Agent reviewed that issue would be related to their implanted device not the external equipment. Pt reported that the original issue was related to the external equipment and that they have had continuous and persistent issues with it since they originally called in. Pt reported they had been recommended a handset be replaced to them. Pt reported that their doctor was going to be able to meet them on friday, but after that patient would not have anyway of receiving assistance of any kind for multiple months. Agent reviewed replacing the handset would be unlikely to resolve the issue they are currently experiencing. However, due to patient circumstance, agent agreed to replace the handset to rule out that as an issue. Agent sent a request to repair to replace the handset.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that the patient needs to speak with their hcp in order to make any further decisions.